Event description:
It was reported that during a hand assisted right hemi colectomy procedure, the device ripped when the surgeon's hand was re-inserted. Used another like device to complete the procedure. There was no patient consequence.